Manufacturer narrative:
This is the same event as 3010536692-2016-00719.

Event description:
Allegedly the patient was revised due to the following mom complications: aseptic loosening of thr and adverse local soft tissue reaction. Two (2) mris showed a small pseudo-tumor within the adductor musculature. She also had a gross aseptic loosening of her acetabular component that had slipped into an inappropriate position. During revision surgery it was found that the acetabular component was grossly unstable and loose. (Right).